Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence. During procedure, it was found that the balloon was empty and it was said that this fluid leak was caused by a hole in an unknown location. All components were removed and replaced with a new aus. The patient fully recovered.